Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was suspected to have a micro-dislodgment. The micro-dislodgment was unable to be confirmed with an x-ray. The physician elected to reposition the lead as sensing and impedance measurements were normal. The rv lead was successfully repositioned and currently remains in service. No additional adverse patient effects were reported.